Event description:
Internal battery only last 10 minutes on full charge. While in transport shut down while on pt with alarms battery low and empty before shutdown. Condition caused by low internal battery. The pt was being loaded into the airplane. Sao2 dropped to 48% from 95% just before incident. For the next 25 minutes sao2 remained 50-70% despite interventions. No bradycardia. There was no alarm, the ventrilator went dead without any warning. Both team members are very sure of this. The pt expired 6 days after the day of this event.